Event description:
It was reported that during a benign prostatic hyperplasia procedure, the connector was noted to be damaged as the metal cap detached approximately 8 minutes after the start of the procedure. No information regarding the patient or procedure outcome was provided.